Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer stated their sensor system was stolen before the event. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer has another diabetic ketoacidosis event on (B)(6) 2019 caused by an infection. The customer had a heart attack and had stents put in around the time of the (B)(6) incident. The pump was missing large batches of data from time changes occurring. The insulin pump will not be returned for analysis.